Event description:
It was reported that there was an apparent insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and no anomalies found. The outer insulation had a cosmetic depression, the overlay tubing had cosmetic environmental stress cracking (esc).